Event description:
It was reported that a pump was programmed to deliver at a rate of 100 mg/ml. The concentration was then changed to 40 mg/ml and when the user checked the infusion at a later time, the pump displayed that the concentration was 100mg/ml.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Review of the device history log confirms that device was programmed at a concentration of 100 mg/250 ml. This remained the concentration until the device was reprogrammed at 40 mg/250 ml. The device history log could not confirm that the device changed to the prior concentration of 100 mg/250 ml. A flow rate test was performed with the device in question, per the spectrum preventive maintenance procedure and found to deliver within specification. Additionally, upstream occlusion and downstream occlusion tests were performed per the spectrum preventive maintenance procedure with the unit passing.